Event description:
It was reported that when the asymptomatic patient presented in clinic for normal follow-up, externalized conductors were observed via diagnostic imaging. No electrical anomalies were detected. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.internal insulation abrasions were noted at 8.0-9.7cm, 9.9-10.5cm and 32.6-34.2cm from the electrode tip. Externalized conductors due to internal insulation abrasion were noted at 11.6-14.9cm from the electrode tip. The etfe coating was intact at these locations.